Event description:
The customer reported obtaining low patient results for multiple chemistries on their dxc 700 au clinical chemistry analyzer. The affected chemistries were not provided. The low results were not reported out of the laboratory. The customer repeated the sample and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au analyzer and found the sample level detection was defective. The fse replaced the level detection board and the cable assembly to resolve the issue. The fse performed a functionality test and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).